Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt's hearing performance has been deteriorating. During a f/u fitting it was seen that only 3 electrode channels were functional.